Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the breath delivery unit (bdu) printed circuit board (pcb) to resolve the issue. The ventilator passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator shutdown. The patient was transferred to another ventilator without harm.